Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: "do not expose your pump, transmitter, or sensor to x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer wore the pump during radiation treatment. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.